Manufacturer narrative:
(B)(6). The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The exact weight of the patient is unknown. However, it was reported that he patient is obese. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a transobturator tape with obtryx ii procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician experienced difficulty advancing the delivery system of the device through the vaginal incision which led to vaginal perforation. Reportedly, the vaginal perforation was repaired and the sling was removed from the patient. The physician then open a new device to complete the procedure without difficulty. The condition of the patient after the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.